Event description:
It was reported that the bd syringe luer-lok¿ tip was found with excessive lubricant inside it before use, and moving the plunger allowed for a "mark" to be seen where the plunger stopped. The following information was provided by the initial reporter: "it appears there is more lubricant than usual on the inside of the syringe. When moving the plunger back and forth, in a mark can be seen where the plunger stopped (a mark left by the lubricant as if there was too much)."

Manufacturer narrative:
Investigation: 3 sealed and 2 opened packages containing 10ml syringes, confirmed to be from batch #9024750, and 1 opened packaged 10ml syringe from batch #8338928 (p/n 302995) were received. The samples were visually evaluated. All 6 syringes were observed to have a small amount of silicone residue on the stopper surface and barrel roof area. The amount of silicone observed was normal and expected amount for this product per product specification. No excess lubricant was found in any of the samples received. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Refer to silicone quantity guideline for reference. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip was found with excessive lubricant inside it before use, and moving the plunger allowed for a "mark" to be seen where the plunger stopped. The following information was provided by the initial reporter: "it appears there is more lubricant than usual on the inside of the syringe. When moving the plunger back and forth, in a mark can be seen where the plunger stopped (a mark left by the lubricant as if there was too much)."